Event description:
A surgeon reported problems loading an intraocular lens (iol) in the cartridge of the iol delivery system. Follow-up information indicated the lens became stuck in the cartridge. There was no patient impact/injury associated with this event.